Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between the device and the reported bacteremia and ventricular tachycardia could not be determined through this evaluation. It was reported that on (B)(6) 2020, the patient complained of uncontrolled rigors and was taken to an outside hospital¿s emergency department. He experienced aching muscles, nausea, fever, and an elevated white blood cell count. The patient was treated with intravenous (IV) antibiotics (vancomycin and cefepime). He was transferred to the implanting center, where an extended respiratory viral panel (rvp), urine legionella test, and streptococcus pneumoniae test were negative. A computerized tomography (CT) scan of the chest, abdomen, and pelvis as well as a transesophageal echocardiogram (tee) were also negative for any findings. The patient was started on another type of antibiotic (ceftriaxone). The outside hospital¿s blood culture was found to be positive for streptococcus infantarius. In addition, a colonoscopy showed a polyp in the cecum, which was removed in the operating room on (B)(6) 2020. The polyp removal was successful with several clips placed to help mitigate the risk of perforation. The patient completed a 4-week course of ceftriaxone with an end date of (B)(6) 2020 via peripherally inserted central catheter (PICC). The outcome of the major infection event was reported as resolved without sequelae on (B)(6) 2020. It was additionally reported that during the patient¿s admission, he was ambulating on (B)(6) 2020 when his implantable cardioverter defibrillator (ICD) shocked him a total of seven times due to ventricular tachycardia (vt) with a heart rate in the 130s beats per minute (bpm). The patient was given an IV amiodarone bolus and infusion. He remained asymptomatic and hemodynamically stable. The ICD was to be interrogated and the vt threshold increased to 165 bpm. The patient completed an IV load of amiodarone and resumed a home maintenance dose upon discharge on (B)(6) 2020. The outcome of the cardiac arrhythmia event was reported as resolved without sequelae on (B)(6) 2020. Information provided indicated that the infection and cardiac arrhythmia events were not related to the left ventricular assist system (lvas). No alarms or functional issues with the lvas were reported in association with the events. The patient remains ongoing on (B)(6) with no further events related to infection or cardiac arrhythmia reported at this time. The heartmate 3 lvas instructions for use (IFU) lists infection and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2020 that the patient reported starting to feel uncontrolled rigors and they were taken directly to (B)(6) emergency department (ed). They had a maximum body temperature (t-max) of 102.1 and a white blood count (wbc) of 17.8. The patient was noted to have aching muscles and nausea. Intravenous (IV) vancomycin and cefepime were started for the fever. Lactate was 2.4. The patient was transferred to (B)(6) hospital. Extended right ventricular pressure (rvp), urine legionella and strep pneumoniae were negative. A CT of the chest, abdomen, and pelvis were negative. A transesophageal echo (tee) was negative. The patient was started on ceftriaxone and transplant infectious disease (ID) was consulted. The outside hospital blood culture was positive for strep infantarius. A colonoscopy showed a 3-4cm polyp in the cecum and polyp removal was done in the operating room on (B)(6) 2020. It was considered successful with several clips placed to help mitigate the risk of perforation. Tests were negative for malignancy. Ceftriaxone was given as final antibiotics to treat for 4 weeks via peripherally inserted central catheter (PICC) with an end date (B)(6) 2020. The event was considered resolved without sequelae on (B)(6) 2020. Additional information reported that on (B)(6) 2020 while ambulating with a nurse in hallway, the patient¿s ICD shocked due to ventricular tachycardia (vt) with rate in 130's. Total of 7 shocks were delivered. The patient was given IV amiodarone bolus and infusion. The patient was asymptomatic and hemodynamically stable. The device was to be interrogated and increased vt threshold to 165bpm. A 5gm IV load of amiodarone was completed and home maintenance was to resume dose at discharge. No additional information was provided.